Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer c h05. Confirmatory gram stain was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives drawer c h05.

Manufacturer narrative:
H.6. Investigation: customer reported false positive results on a bd bactec fx bottom instrument (p/n441386, s/n (B)(6) . No erroneous results were reported to doctors, and patients were not impacted. Bd remote service determined the recent false positive on drawer c, h05 was due to a bad station on the vial storage rack. Service assisted the customer in blocking the defective stations. This is an confirmed failure of a bd product. The root cause is a defective station on the vial storage rack. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) was reviewed and revealed no previous complaint for false positives. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer c h05. Confirmatory gram stain was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives drawer c h05.